Event description:
A malfunction on the pump was reported by the caller, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump but to call back if any issues reoccurred, which the caller understood and acknowledged.